Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal gablofen (concentration 2000mcg/ml; dose 1539.9mcg/day) via an implantable infusion pump. Indication for use was intractable spasticity and other spasticity. On (B)(6) 2015 the pump began beeping a critical alarm. The patient experienced increased tone and spasms. The patient went to the emergency room (ER) after work. The telemetry strip that the patient had from the last pump refill indicated that the scheduled refill date was after the low reservoir alarm date. Interrogation of the pump revealed an empty reservoir. Upon aspiration of the pump by the neurosurgeon, 2ml of drug was in the pump reservoir. The pump was refilled with 40ml of gablofen and the reservoir volume was updated to reflect 40ml. The pump was restarted at the previous dose and the patient was discharged home. No surgical intervention occurred or was planned. Patient status at the time of the report was alive with no injury. Additional information has been requested but was not available at the time of this report.